Event description:
(B)(4). I have experience enlarge uterus, heavy bleeding, irregular period, stabbing pains in my vagina and pelvic area , needle like feeling around my belly button, terrible migraines, brain fog, bloating of the stomach, inflammation in my lower back with no back injuries. Right side of my body swells up. Joints ache all over. Pain while having intercourse either during or afterwards. Bowel movements blockage, have no energy. All of this I never experience before essure. I was healthy before I had this done. Never had a fever before or ear ache never had a cold. So please tell me why I have all these side effects?